Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the unit's touchscreen freezes. The customer reported that the unit was in use on a patient during the event and patient harm was "unknown". Additional information has been requested.

Manufacturer narrative:
G4: 25apr2020. B4: 13may2020. The customer reported that when the screen freezes, they have to cycle power for it to come back on. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse was unable to make changes via the touchscreen. The fse noted that the touchscreen was clean with no visible damage. The fse replaced the man-machine interface board and the issue was resolved. The fse completed maintenance on the device and no additional issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17nov2020, b4: 20nov2020 . Pcba, mmi, esprit/v200 color display was received for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the mmi board into a fi ventilator to attempt to duplicate the reported issue. This customer returned mmi board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.